Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The meter's serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer contacted adc customer service on (B)(6) 2016 and reported an unspecified quality issue associated with his adc blood glucose meter. It was further reported the customer had just been released from the "sister hospital, (B)(6) because of (his) glucose and (his) meter is not acting right". No further information was provided by the customer as the call was disconnected. There was no report of death or permanent injury associated with this event.